Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received information on how to reset the pump from technical support, successfully reset the device, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurs.